Manufacturer narrative:
Literature citation: alan t. Villavicencio, md, sigita burneikiene, md " rhbmp-2-induced radiculitis in patients undergoing transforaminal lumbar interbody fusion relationship to dose. " neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient was diagnosed with advanced degenerative disc disease and l4/l5 disc herniation, severe right l4/l5 and left l3/l4 foraminal stenosis, and bilateral recess and central canal stenosis at l3/l4. He underwent a two-level tlif and po sterolateral fusion at l3¿ l5 with 4.2 mg of rhbmp-2 and decompression of the neural foramen bilaterally. Initially doing well after surgery, 6 days after surgery, he developed a different type of pain in his right buttock and right lateral thigh. Magnetic resonance imaging was performed, and it did not reveal any structural abnormalities responsible for these symptoms

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.